Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the physician went down with scope to verify placement. Later found the capsule in pt's mouth and it took them a few minutes to recover the capsule. The pt was not injured following the procedure.